Event description:
(B)(6) states that she was in a (B)(6) at 8:00 am, they have cameras of that and the axle just fell off. She states when she pulled the break up and when someone that was helping her touched it just fell off. Connie states that she was not injured. She states he has a medical condition where stress causes pain for her so she maybe.